Event description:
It was reported that the lead was found visibly broken when it was taken out of the kit. The paddle and the lead connection site was bent and could not be steered. A new lead was implanted.

Manufacturer narrative:
Evaluation: results: the returned lead and stylet was visually inspected and a bend in the stylet and lead was noted just above the lead and paddle junction. There was no non-conformance noted in a device history review. The device passed all mechanical and electrical testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.